Event description:
It was reported that the patient complained of battery site pain. The patient had been seen for reprogramming, but it was not needed as the coverage was good. The patient did have therapeutic stimulation. The physician planned to relocate the battery to another location at a future date. As of (B)(6) 2015, the relocation had not yet been scheduled. Impedance testing and x-rays were also completed. If additional information about the relocation and outcome are received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after the patient had the implant in june, the implant was lying on their pelvic bone and causing pain. They had to go back in and reposition the implantable neurostimulator (ins) above the right of the rib cage. It was a little tender and the patient was not using the belt to charge the implant. The first implant had rejection and was very painful and moved outward. It was implanted (B)(6) 2014, and they repositioned the implant on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).